Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2010, inratio: 1.1, lab: 2.6. Pt finished antibiotics a week prior to testing.